Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to moisture damage inside force sensor resistor. The motor passed motor test. We were unable to perform occlusion test due to motor error alarm. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces were noted. The keypad connector was fully locked. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 49 mg/dl at the time of incident. The customer also reported the insulin pump was exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.